Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper jaw was broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with morphology suggesting the direction of fracture. Deformation was noted adjacent to the fracture initiation area. This is consistent with bend stress overload. The location, direction and amount of force that is required in order to induce a fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that the jaws of the instrument broke at the tip during an unknown spinal procedure, and the tip was retrieved. No additional patient complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.